Manufacturer narrative:
At this time, we are unable to provide any additional information on the cause of the burn due to the product not being returned to cosman medical. We are continuing to pursue the return of the product for complaint evaluation.

Event description:
It was reported that the patient may have experienced a skin burn under the ground pad. When the procedure was completed it was noticed the skin was red.